Manufacturer narrative:
Correction to the g2 of the initial medwatch. "Health professional" should not have been selected as a report source. Correction to the g3 of the initial medwatch. The aware date should be 25 sep 2024. This is not a late report. Correction to the h8 of the initial medwatch. See h8 for more details. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the distal cover was discolored due to being burned. Although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy endo therapy accessory was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The event can be detected/prevented by following the instructions for use which state: pcf-h290tl/I ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had discoloration to the tip cover. There were no reports of patient involvement.